Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an inserter would not attach to a spacer during surgery. An alternative spacer was used to complete the procedure. There were no reports of patient injury or an adverse event associated with this event.

Manufacturer narrative:
The device was not returned. However, a photograph of the device was provided which was used to complete the evaluation. The threads were seen to be damaged. It is likely that the inserter was slightly off-axis when attempting to connect it to the spacer, which stripped the spacer's threads.

Manufacturer narrative:
UDI number: (B)(4). A review of the manufacturing records did not identify any issues which would have contributed to this event.